Event description:
A surgical procedure was conducted involving the removal and revision of tornier flex reverse humeral components and aequalis reverse ii threaded post glenoid components due to a traumatic motor vehicle accident and peri-prosthetic fracture. The existing glenosphere was securely fixed and had to be removed. The implants removed were discarded without noting lot numbers. The implants were replaced due to a periprosthetic humeral fracture.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device discarded.